Event description:
It was reported that the atrial and ventricular signal had become dissociated on the presenting electrogram (egm) of this pacemaker system. Technical services (ts) analyzed the presenting electrogram (egm) and noted that the right atrial (ra) lead might have become dislodged. X-rays were recommended. It was noted that this patient was atrial dependent. No adverse patient effects were reported. Currently, this lead remains in service.